Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The expiratory valve coil was replaced to resolve the issue with it being stuck. The monitoring printed circuit board (pcb) was replaced as well to resolve the flow transducer issue. The oxygen sensor as well was defective so it got replaced. The expiratory valve coil only was sent for further investigation. The provided logs confirm the reported issue. The returned expiratory valve coil has been tested in a ventilator. It failed the pre-use check with multi tests. During ventilation, it alarmed for safety valve test failed, peep low and expiratory minute volume low. It was noticed by visual inspection that the axle of the expiratory valve coil was contaminated with a sticky liquid substance which is most likely the cause of the issue. No further investigation is needed for this part as liquid contamination can lead to short-circuits and ventilator malfunction. The expiratory valve coil is the cause of the issue. However, it was not possible to find the source of the liquid or the type of it. The root cause for the monitoring pcb and oxygen sensor failure has not been established as they have not been sent for investigation.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).